Manufacturer narrative:
Method: device not returned; followed up with company representative.

Event description:
It was reported that a patient underwent a right sided unipedicular balloon kyphoplasty procedure at level l3. During the procedure, lateral extravasation of bone cement (approximately 1-1.5cc) was observed outside of the vertebral body. There was no injury to the patient. No additional information was reported.